Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The extension set with plastic vacuum bottle spike has had an air leak in every kit that we have received since we started getting the kit with lidocaine again. Issue noticed during prep.

Event description:
The extension set with plastic vacuum bottle spike has had an air leak in every kit that we have received since we started getting the kit with lidocaine again. Issue noticed during prep.

Manufacturer narrative:
(B)(4). Follow up emdr submission for manufacture evaluation. One sample was received for evaluation. Sample was evaluated for function in accordance with test method policy. All test parts functioned properly. Fluid was successfully withdrawn through the patient port into the 60cc syringe and fluid was successfully expelled from the syringe through the drainage port. Fluid flowed as intended with no observed leakage. Following successful completion of test method policy the valve was closed and excessive force was applied to the syringe to attempt to force the extension set to leak. Although the sample was tested using excessive force the failure mode (leakage) was not able to be replicated. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production. Although a variety of attempts and methods were employed the failure mode was unable to be replicated through sample analysis, as a result the failure mode could not be confirmed. Since sample analysis could not confirm the failure mode and no issues were identified from the DHR review, the investigation was not able to identify a probable root cause to the reported failure mode. A CAPA has been opened to further investigate the reported failure mode and identify any specific corrective or preventive actions to address reoccurrence. Complaints received for this device and reported condition will continue to be tracked and trended.